Manufacturer narrative:
Block b3: exact date unknown, event occurred 6 months prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc11320. Model: sc-8336-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulation (scs) explant procedure and was doing well postoperatively. The explanted device components will not be returned.